Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) alleging his daughter's onetouch ultralink meter was not powering on when she was trying to test. This was classified using the customer care advocate (cca) documentation. On (B)(6) 2012, at 10am, the reporter stated the alleged issue first occurred. The reporter stated the patient uses insulin pump therapy to manage her diabetes. The reported stated on (B)(6) 2012, the patient felt dizzy. It is unclear if the patient associates these symptoms with high or low blood glucose. The reporter stated the patient; therefore, administered an increased dose of medication on (B)(6) 2012, but was unable to recall what type of insulin or the amount. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. At the time of troubleshooting, the cca confirmed there was no misuse of the subject meter, and it was not the first time the meter had been used. The cca noted that the reported did not have any test strips at the time of the call. The reporter stated the battery had recently been changed. Replacement products were sent to the patient. The subject meter did not cause or contribute to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report obtaining any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.